Event description:
The following event was obtained during review of an article titled "late complete heart block in an adult patient undergoing percutaneous ventricular septal defect closure" from the journal of invasive cardiology. During review of this article, a patient was noted to have a late onset of complete heart block 7 months after placement of a 25mm amplatzer cribriform occluder in a ventricular septal defect which required placement of a permanent pacemaker. This patient also had her atrial septal defect successfully closed during the same procedure. Additional information has been requested, including imaging of the implant procedure, patient's information, date of implant and event, cath lab report and patient history of arrhythmias, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
The results of this investigation are inconclusive since the product was not returned to aga medical for review. Aga medical contacted the author of this article and no additional information has been provided regarding this event, including patient, device and procedural information. The amplatzer cribriform occluder has not been studied for closure of ventricular septal defects, and is not indicated in the instructions for use.